Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products : 6944-58, lead, implanted (B)(6) 2003; 5076-45, lead, implanted (B)(6) 2003. (B)(4).

Event description:
It was reported by the patient that the left ventricular lead was "bad" and its use had to be stopped. Follow-up with the clinic noted the patient was experiencing diaphragmatic stimulation. There was high threshold and ultimately no capture. The lead was capped and not replaced. No further patient complications have been reported as a result of this event.